Event description:
Customer reported the leg extensions are difficult to move and are sticking. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the left and right leg extension locking bars. System operates as intended.